Event description:
It was reported that on (B)(6) 2024, the patient's wife was unable to recharge the implantable neurostimulator (ins) because the charger was not turning on and the charging base was emitting lights. Guidance was provided over the phone, but it was still not possible to recharge the ins. The next day, the patient was seen at the doctor's office. It was observed that the charger did not connect to the ins and when it was placed on the charging base, it did not stop emitting light signals. Reset procedures were performed, but the problem continued. The charger remained unconnected to the ins and emitted lights uninterruptedly. The patient's ins was charged with the company's charging system and during the procedure there was a connection failure, so the therapy was on and working. There were no pre-existing factors that led to the charger failure. It was unknown if the issue resolved. Additional information was received from the manufacturer representative (rep). It was reported that a back up charging device was used to charge the patient's system so they would not be without therapy. This shows that the problem was with the patient's charging system, which did not work, but when connected to another one, it works normally.

Manufacturer narrative:
Continuation of d10: product ID: wr9200, lot#serial#: (B)(6), product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: wr9200, serial/lot#: (B)(6), h3. Analysis for recharger (B)(6) found led's scroll continuously. Device is unresponsive. Flash sector read/write protection bits have become set. H6 codes belong to the recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.